Event description:
Device 2 of 2 (refer to MFR's report number 1627487-2008-00022 for device 1).

Manufacturer narrative:
Eval for device 2 of 2 (refer to MFR's report number 1627487-2008-00022 for device 1). Eval codes: method: device history record and sterilization record were reviewed. Partial leads were returned and could not be functionally tested. Results: all records were reviewed and were found to meet specifications. Visual examination found some discoloration in the paddle and lead segments, no other anomalies found. Conclusions: the cause of the reported complaint could not be determined from the device evaluations and review of device history and sterilization records. Ans, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Defers to the pt's physician regarding medical history.